Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740; serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was initially reported that the patient had been experiencing a lot of static electricity lately ((B)(6) 2015) and wondered if it would be related to her implant. It was further reported that the patient had the device explanted as it didn't work for her and it was "shocking" her. Additional information has been requested regarding the outcome. If received, a follow up report will be sent.